Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this lead high pacing thresholds and high pace impedance measurements were seen. The lead was attempted to be implanted in a different position but the values were still high. This lead was not used. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this lead high pacing thresholds and high pace impedance measurements were seen. The lead was attempted to be implanted in a different position but the values were still high. This lead was not used. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this lead high pacing thresholds and high pace impedance measurements were seen. The lead was attempted to be implanted in a different position but the values were still high. This lead was not used. No adverse patient effects were reported.